Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, infection, mobility. 2 bigger implants has been placed successfully. (B)(6) are the same patient.